Event description:
The user facility stopped using the suspect device due to lab discrepancies on several patients while using different strip lot numbers. One patient in particular had an inr result of 4.7 on the suspect device compared to a lab inr of 3.1. Control values were reported in range. No treatment provided.